Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient needed help turning the device on. The patient stated that they have stim on all the time and sometimes it goes off and they don't even notice and that sometimes they have trouble charging it. The patient last successfully charged the ins a couple of weeks prior to the report. The patient was unable to communicate with the ins using the programmer and ins recharger. The patient was redirected to their hcp to address the possible overdischarge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.